Event description:
A report was received that a pt's ipg and extensions were explanted due to an infection. The facility will not release anymore info regarding the explant surgery.

Manufacturer narrative:
The explanted devices were not returned to bsn, because they were discarded by the medical facility.